Event description:
It was reported that during in-office testing the patients implantable cardioverter defibrillator (ICD) was programmed to vvi at 70 bpm, but the device would pace at 50 bpm. When the device was programmed vvir at 70 the device would function appropriately and pace at 70. It was noted that there was no t-wave oversensing (twos), no oversensing, and no hysteresis on. The device was left programmed in the vvir mode and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.